Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported adverse event. Based on the provided information, there is no documentation that shows a causal relationship between this fluid volume overload event and the use of the liberty cycler or any fresenius product. Although the peritoneal dialysis registered nurse questioned the performance of the cycler, a review of the patient¿s treatment records verified that the cycler performed as designed and was functioning properly. Additionally, it was discovered that the patient had a fibrin plug in their pd catheter which would affect the patient¿s pd therapy. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient was hospitalized for a fluid overload coincident with peritoneal dialysis therapy. Upon review of the patient¿s last treatment on the cycler prior to the event, it was verified that there were no overfill or increased intraperitoneal volume events that could have caused or contributed to the fluid overload. However, it was noted that the patient had received a drain complication encountered warning during drain two of their treatment. Upon follow up with the patient¿s nurse, it was clarified that the patient was in the hospital for eight days for the fluid overload event. While in the hospital, the patient¿s catheter was manipulated and a fibrin plug was discovered. Once discharged from the hospital, the patient was transitioned to in-center hemodialysis in order to rest the catheter before attempting to return to peritoneal dialysis therapy. Additional information was requested but was unavailable.